Event description:
Customer alleges when getting on the bus, he came off the curb and then, the seat frame snapped in half. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ct6a, serial number/date (B)(4) is approximately 1 year and 5 months old. The owner's manual part number 1134872 rev c (may-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the customer was getting of the school bus and attempted to get off the curb the frame snapped in half. This is a potential for fall injury. MDR filed.